Event description:
Info rec'd indicates the brake is not holding.

Manufacturer narrative:
The technician isolated the issue to the hex rods. He replaced the head and foot section hex rods to repair the bed.